Manufacturer narrative:
Physio-control evaluated the customer¿s device and verified the reported issue. Physio determined that the cause of the reported issue was due to the system pcb assembly or power supply. Due to a part obsolescence, the device cannot be repaired. The device was returned to the customer unrepaired.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon further discussion with the customer, physio-control was made aware that the device was unable to complete a boot cycle. In this state defibrillation therapy would not be available to a patient if needed. There was no patient use associated with this event.